Manufacturer narrative:
It was reported that the optease retrievable filter¿s strut joint was found fractured. The filter was retrieved. There was no patient injury. The optease filter was deployed on (B)(6) 2016 and after 60 days, ((B)(6) 2017), the doctor found that the optease filter's strut joint was fractured during the procedure. After the procedure, the computerized tomography (CT) scan image was used to check the vein and there¿s no injury. There were no delivery problems (there was no damage or other issue when the filter was deployed and delivered to patient). The filter was placed below the right renal vein. The filter did not migrate. There were no other additional information provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Two pictures of what appeared to be an optease retrievable filter were received for analysis. Per picture analysis, a strut separation as well as dry blood residues on the filter could be observed. The complaint reported by the customer as ¿filter-fractured - in patient¿ was confirmed since, per pictures visual analysis a separation condition was observed. However, the cause of the separation on filter cannot be conclusively determined based on the sole information provided by the attached pictures visual analysis review. The complaint reported by the customer as ¿filter-fractured - in patient¿ as a review of the pictures received showed a fracture of the filter strut. However, the exact cause could not be determined. Based on the limited information available for review and without procedural films, a clinical conclusion could not be drawn. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that the optease retrieval filter¿s strut joint was found fractured. The filter was retrieved. There was no patient injury. The optease filter was deployed on (B)(6) 2016 and after 60 days, (B)(6) 2017, the doctor found that the optease filter's strut joint was fractured during the procedure. The doctor wants to know how this event can happened; how this product was made, laser cutting or connect each strut if this event occurred in other countries. After the procedure, the computerized tomography (CT) scan image was used to check the vein and there¿s no injury. There were no delivery problems (there was no damage or other issue when the filter was deployed and delivered to patient). The filter was placed below the right renal vein. The filter didn't migrate. The filter will be returned for analysis. There were no other additional information provided.

Manufacturer narrative:
It was reported that the optease retrievable filter¿s strut joint was found fractured. The filter was retrieved. There was no patient injury. The optease filter was deployed on (B)(6) 2016 and after 60 days, ((B)(6) 2017), the doctor found that the optease filter's strut joint was fractured during the procedure. After the procedure, the computerized tomography (CT) scan image was used to check the vein and there¿s no injury. There were no delivery problems (there was no damage or other issue when the filter was deployed and delivered to patient). The filter was placed below the right renal vein. The filter did not migrate. There was no other additional information provided. Two pictures of what appeared to be an optease retrievable filter were received for analysis. Per picture analysis, a strut separation as well as dry blood residues on the filter could be observed. The product was returned for analysis. Per dimensional analysis the wall thickness and strut width measurements were performed near both fracture sites, all measurements were within specification. Per microscopic analysis, neither fracture site shows any indications of material embrittlement, crazing, or any heat affected zones. Neither fracture site has gouges, localized unpolished areas, or surface abrasions that can be related to the reported fracture. The sterile lot number was not available, device history record review could not be performed. The complaint reported by the customer as ¿filter-fractured - in patient¿ was confirmed since, per pictures visual and microscopic analysis, a separation condition was observed. However, the cause of the separation on filter cannot be conclusively determined based on the sole information provided by analysis review. Based on the information available for review and without procedural films, a clinical conclusion could not be drawn. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Given the information available for review, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective or preventative action will be taken. Should additional information become available, the file will be updated accordingly.